Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the second in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00200.

Event description:
It was reported the procedure was being performed in the emergency department. The physician reported that while using the ars and introducer needle he was receiving air. As a result, they ended up using four kits before being successful. Follow up information confirmed they did not re-stick the patient each time. The new ars was attached to the needle already in the patient. There was no patient harm and no complications reported. They used two kits from the lot number reported.